Event description:
This device case, reported by a physician, who contacted the company to report a product complaint and adverse event, concerns a pt of unknown age or origin. The pt's medical history includes: human insulin use for 15 years (1987). Concomitant medications were not provided. The pt was taking an unknown brand and type of human insulin for 15 years (1987). The pt had always administered their insulin to self with a syringe. On an unknown date, the pt's physician switched the pt to pens. The pt was using a humapen ergo teal-clear body (lot 40178) with clear cartridge holder. However, on the fourth day (after switching to pens), the pt had an elevated glycemia (blood glucose) of almost 300 (mg/dl). The pt then took the initiative of taking their insulin dose out of the cartridge through their "old" system of the syringe, which was familiar to them. The pt's glycemia (blood glucose) returned to normal (values not given), so any issue with the drug was discharged. It was reported that the pt's healthcare provider insisted on the pt using the pen and the pt agreed. However, the pt's glycemia (blood glucose) reached a level that caused them to suffer a diabetic pre-coma. The pt was hospitalized for two (2) days (dates and treatment unknown). It was reported the physician did not know what the dates of hospitalization or the treatments for the pre-diabetic coma. At the time of this report the pt was fine. The unknown brand and type of human insulin was continued. The pt gave up using the pen. Add'l info is being requested. The physician stated there was "no issue with the drug". The physician did not provide a relatedness assessment for the drug or the humapen ergo. The device was operated by the pt who had used pens of any tpye before new use of humapen ergo. The pt was a trained user. The humapen ergo teal clear with clear cartridge holder was discontinued. The pen has been returned to the co for analysis. No initial analysis comments were made by the affiliate quality group.